Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim. E1. Initial reporter phone #:(B)(6). E1. Initial reporter facility name: (B)(6) hospital, (B)(6) medical college, (B)(6) university of science and technology, china. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that one (1) tube contained black foreign matter. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that one (1) tube contained black foreign matter. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - bd received two photos for investigation. The evaluation of these photos revealed the presence of foreign material (black particles) inside the tube. The product has an expiry date of 28 feb 2025. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.